Event description:
It was reported the patient's scs ipg was protruding and causing discomfort. As a result, the scs ipg was explanted and replaced with a different model. The patient is "doing well" following the procedure.

Manufacturer narrative:
Results: the complaints of patient discomfort at the implant location could not be confirmed. The discomfort, per the event details is related to the implant location and size of the ipg. These issues cannot be confirmed through product testing alone. Inspection of the returned ipg did not reveal any physical anomalies that would contribute to the reported issues. The ipg was functionally tested on the auto-tester and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4), sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.